Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved their issue by clearing the alarm and resuming insulin. Occlusions continued and a replacement pump was sent to resolve the issue.